Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death/treatment) was confirmed. Upon investigation the monitor was fully functional and passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the monitor. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (patient death/treatment) was confirmed. Upon investigation the electrode belt was fully functional and passed incoming functional testing of the device's ECG acquisition and pulse delivery circuitry.

Event description:
On 10/16/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 6/27/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a patient passed away on (B)(6) 2018 while in the hospital. Prior to passing, the patient received an inappropriate treatment event consisting of one shock. The patient was alone in a hospital room at the time of the event. Resuscitation efforts were made on the patient. At 23:55:18 on (B)(6) 2018 the patient was treated while in atrial flutter with CPR artifact. The post-shock rhythm was polymorphic atrial fibrillation at 60 bpm. Following the treatment, the patient degraded to asystole. The patient remained in asystole with intermittent cardiac activity and CPR artifact until device deactivation at 00:14:00 on (B)(6) 2018. The patient passed away on (B)(6) 2018.